Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to disconnect, replace the cartridge, and successfully deliver a bolus. Tandem technical support took further action by sending a replacement pump.